Manufacturer narrative:
Failure analysis noted that the pump had a motor error alarmed during rewind due to corrosion on the motor home switch. No moisture damage found on electronic assy. Analysis was unable to verify the motor position encoder error alarm, motion sensor test failure alarm and excessive no delivery alarm due to motor error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure, and motor position encoder error alarm. The blood glucose at the time of the incident was 215 mg/dl. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.